Event description:
Resident found sitting on floor. The alarm was on and in place, but not working at this time. But it was on and in place at the beginning of the shift when checked. Battery charged and tested monitor with a new pad - would not work - discarded alarm - new alarm put on pt.